Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd insyte-n¿ autoguard¿ shielded IV catheter ¿the needle did not retract when the safety mechanism was activated.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos: samples have not received for analysis of the incident in question. DHR review: the following assembly batch used in the final claimed product list 7237581 was analyzed: the final assembly lot: 7207933 assembled in the period from 07/31 to 09/01/2017. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these batches. Qn/ ncmr review: no records of quality notification or reports of non-conformity that could lead to incidents in to the lot involved in this complaint were evidenced. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and no records were recorded that could clearly indicate a failure of the activation of the part. Initial classification of the occurrence (based on the description of the notifier) - notification classification according to the code (s) and terminology (s) made available by anvisa: code level 1: 2300; term 1 level: others; definition level 1: an event type, which is not included in this table, that results in a product-related event for health; code level 2: 2301; term 2: other; definition level 2: an event type, which is not included in this table, that results in a product-related event for health. Quantity produced: (B)(4). Final classification of the occurrence (after the investigation), according to the code (s) and terminology (s) made available by anvisa - level 1; code: 27300; term: other; definition: an event related to a health product associated with an assessment term that is not included in this code; level 2; code: 27301; term: other; definition: event related to the health product that is not included in this table. Investigation conclusion: not confirmed: bd was unable to confirm the claimed defect. Investigation comment: since samples containing the defect claimed are not available for review, this complaint was not confirmed. In addition, there are no non-conformities or corrective maintenance in the lots involved in this complaint, which could confirm the defect claimed without presence of samples. Investigation conclusion: based on the information of this complaint, it was not possible to determine a root cause for this issue.